Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during the implant procedure the lead was attempted but not used. During positioning, the lead exhibited high thresholds. The physician attempted several positions to no avail. After attempting to position the lead again, the thresholds were still elevated. The physician removed and replaced the lead with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.